Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the clip introducer requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the steerable guide catheter (sgc) however air was noted in the guide. The cds was removed from the guide and aspiration was performed. The cds was reinserted however air still entered through the clip introducer therefore the cds was removed and not used. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and the returned device analysis the reported leak is the result of an observed silicon valve tear. A conclusive cause for the observed silicon valve tear cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.